Event description:
Elderly male patient with ishchemic heart disease undergoing coronary artery bypass grafting x 4, endoscopic saphenous vein harvesting, with a maquet vasoview hemopro. The maquet vasoview hemopro suddenly started overheating and smoking and was immediately removed from the patient's leg. The malfunctioning device was replaced with another maquet vasoview hemopro, and the procedure was completed without further incident. The patient was unaffected by the malfunctioning device, and was taken to the recovery room in stable condition.